Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to server issue. A technical support specialist assisted and confirmed that the hospital information technology team managed to restore their interface to resolve this issue. The system functioned as intended after a technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es multiple newly registered patients were not crossing over to the station. The customer confirmed that the malfunction affected the patient care workflow. There were no adverse events or injuries reported based on this event.